Event description:
Informatio received indicated that the brakes would not hold at the foot end of this bed. No injury alleged.

Manufacturer narrative:
Technician found that the brakes did hold at the head end of stretcher, but not at the foot due to nut and bolt missing from the brake steer linkage. Replaced the nut and bolt to resolve this problem. Bed located in maintenance.